Event description:
It was reported that the patient presented with right posterior communicating artery (pcom) and right middle cerebral artery (mca) bifurcation aneurysms. The subject stent was selected for deployment across the aneurysm neck using stryker microcatheter. The subject stent twisted proximally during deployment. Multiple attempts to sheath and re sheath the subject stent failed to resolve the issue. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event. The patient is stable.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated there was no damage noted to the stent or the stent delivery wire (sdw) prior to use. The preparation/set-up was performed as per the directions for use. The device was confirmed to be in good condition prior to use. Continuous flush was maintained for the duration of the procedure. No excessive force was applied at any point while advancing the stent within the microcatheter. The patient¿s anatomy had not a very high tortuosity. The size of the stent was appropriate for treatment site. Resheathing was happening gradually every 3 seconds. The position of the stent was confirmed under fluoroscopy. Resistance was encountered during the procedure; the stent was not fully deployed. No issue happened with the microcatheter. There was no serious injury. The event was resolved. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported issue ¿stent improperly deployed¿.

Event description:
It was reported that the patient presented with right posterior communicating artery (pcom) and right middle cerebral artery (mca) bifurcation aneurysms. The subject stent was selected for deployment across the aneurysm neck using stryker microcatheter. The subject stent twisted proximally during deployment. Multiple attempts to sheath and re sheath the subject stent failed to resolve the issue. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event. The patient is stable.